Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 5085 surgical table and was unable to duplicate the reported event. No issues with the function or operation of the table were found, and the table was returned to service. After speaking with user facility personnel, the technician determined that the x-ray top accessory was not properly secured by user facility personnel prior to the procedure. The x-ray top is an accessory that attaches to the top of the table. As the surgical table was repositioned by user facility personnel, the x-ray top and patient began to shift off the table resulting in the reported "metal snap/pop" noise. The 5085 surgical table operator manual (pg. 5-28) states: "x-ray top installation: press down on x-ray top section until a "click" is heard. Ensure x-ray top sections are securely mounted by gently pulling up on section." The 5085 surgical table operator manual (pg. 4-11) also states: "warning - personal injury hazard: when installing any table accessory, check for correct attachment and tighten securely (if appropriate). Check installation before using any accessory." While onsite, the technician counseled user facility personnel on the proper use and operation of the surgical table specifically, properly installing the x-ray top accessory. No additional issues have been reported.

Event description:
The user facility reported via medwatch # (B)(4) that during a patient procedure their 5085 surgical table was commanded to move towards the left via the table's hand control. As the table moved, the user facility personnel heard a "metal snap/pop." The patient then began to shift off the table but was supported by user facility personnel. The patient was transferred to a different surgical table and the procedure was completed successfully. No report of injury.

Manufacturer narrative:
Steris has been notified of a lawsuit alleging that the patient involved in the reported event sustained an injury. This is the first that we are aware of a potential injury.